Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed infection and redness on the chest post implant surgery due to skin reaction to the sticky glue of strips and tincture of benzoin on the chest. Issue was resolved with intake of antibiotics. Patient was stable.